Event description:
It was reported that when the right ventricular (rv) lead was handled on the scrub table prior to implant it was noted that the tip of the lead appeared bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.